Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the implant procedure the lealdess implantable pulse generator (ipg) and after deployment into the right ventricular septum, the mobile programmer was observed to be no longer connected to the ipg. A new session was instigated and the p atient connector was placed on the patient's chest to connect with the device. Upon interrogation, a "do not implant device" message was displayed on the mobile programmer application. It was noted that the leadless ipg did not meet expected longevity. The session was ended and several attempts were made to re-interrogate, however the issue persisted. The leadless ipg was recaptured and removed. A new leadless ipg was implanted successfully with no issues. No patient complications have been reported as a result of this event.